Manufacturer narrative:
D.4. Medical device expiration date: na h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® one use holder the holder was blocking the tube from sealing. The following information was provided by the initial reporter: customer states vacutainer one use holder blocked the tube from sealing properly for collection using butterfly needles.

Manufacturer narrative:
The following fields have been updated with additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 06-dec-2023. H.6. Investigation summary: material #: 364815. Lot/batch #: 3199806. Bd received 5 samples and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective holder with the incident lot was not observed. The customer samples were evaluated by visual examination and functional testing, each used to draw vacutainer tubes, and the indicated failure mode for defective holder with the incident lot was not observed as all product specifications were met. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective holder as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective holder. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® one use holder the holder was blocking the tube from sealing. The following information was provided by the initial reporter: customer states acutainer one use holder blocked the tube from sealing properly for collection using butterfly needles.